Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient originally had a 28+4 v40 head [non stryker product] implanted (B)(6) 2013. It was reported that one year later, the patient received a revision of the head to a +8. To improve stability.